Event description:
Caller states that she received results of 207mg/dl, 155mg/dl, and 103mg/dl within 2 mins on the same device. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.